Manufacturer narrative:
The devices (unknown number) were not available for return; therefore, product testing on the actual devices could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history records for each device lot number could not be reviewed. A review of the device labeling was completed, and iritis is identified in the labeling as a known inherent risk of intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. There are numerous factors that could contribute to the reported iritis including but not limited to; patient history, medication use, user issues, and operational context. A causal link between the reported event and device could not be identified at this time. Additional information (including omitted data) has been requested. (B)(4).

Event description:
As reported, the surgeon believes that implanted istents have caused chronic iritis within his predominantly african-american patient population. The surgeon reported that an inordinate amount of his patients (unspecified number) seemingly have prolonged iritis postoperatively, otherwise unremarkable cataract extraction. The surgeon also indicated that nothing out of the ordinary has been noticed in any of his other patients. Additional information has been requested.

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for lot 110597. Five (5) complaints were reviewed for similarity. There was one similar complaint identified, which was one of the four (4) other events that were reported in conjunction with this event by the same surgeon. No other similar events were identified. A review of the device labeling was completed. Iop increase and decreased vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR reference # (B)(4),patient one (1) of five (5). Please reference: 2032546-2018-00079 for patient two (2) of five (5.) 2032546-2018-00080 for patient three (3) of five (5). 2032546-2018-00081 for patient four (4) of five (5). 2032546-2018-00082 for patient five (5) of five (5)- right eye. 2032546-2018-00083 for patient five (5) of five (5)- left eye.

Event description:
Through follow-up, the surgeon provided the following additional information. After undergoing cataract plus trabecular micro bypass stent procedure, the patient presented with iritis in the operative eye (os), approximately two (2) months postoperatively. The patient was treated with steroids (dexamethasone & sub-tenon''s kenalog) on (B)(6) 2018and (B)(6) 2018 respectively. The patient¿s most recent status was reported as rebound iritis in the operative eye, associated with chronic anterior chamber reaction with pigment clumps and the bcva at hand motion. The surgeon has no further information to provide. This report references patient one (1) of five (5).